Event description:
Repair request initiated for device with a report of a bent foot. No patient impact was reported. Report escalated to complaint on evaluation due to the attachment's foot being cut and detached. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Comments: report confirmed on evaluation. The footed portion was cut by tool contact and detached. On follow-up it was confirmed that there was no patient impact. The preventative maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 36 months with no record of factory service during this period. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."